Event description:
It was reported following a home care aid's attempt to remove this peripherally inserted central catheter (PICC), it was noted the catheter had fractured and the distal portion remained in the pt. The pt was transported to the hosp where an x-ray revealed the detached catheter segment had migrated to the right arm. Percutaneous retrieval of the catheter utilizing a snare was successful and without any pt complications. Another PICC was successfully placed. The pt's condition is good. This device has not been rec'd for eval. Therefore, no failure analysis is available. A lot search was performed and revealed no other complaints to date on this lot number. The co's attempts to obtain further details surrounding the circumstances of this event have been unsuccessful. The co believes initial placement, user technique during access and/or pt anatomy may have contributed to this event. However, the co is unable to determine the exact cause for this event. The co's directions for use outline appropriate removal procedures which include: "do not use scissors to cut tape when removing catheter or changing dressing. Extreme care must be taken not to cut the catheter. Removal should be undertaken only by a trained professional."